Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-mar-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static pull base-connector. The test results were found within specifications. The batch record: 6002511 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from leakage from connection between the tubing connector and the infusion set (cannula part/base piece), to leak between tubing and site connector - detachment / significant wetness which requires additional activities not included in the original investigation dated 31-jan-2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-mar-2026 against "lot number" "6002511" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece) leak between tubing and site connector - detachment / significant wetness the review confirmed that lot: 6002511 and the identified failure mode are not associated with any non-conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-mar-2026 against "lot number" criteria equal "6002511" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece) leak between tubing and site connector - detachment / significant wetness. The number of complaints is 2. The complaint numbers are complaint (B)(4). Device history record DHR review: the lot: 6002511 was manufactured according to work instruction wi version 106 and manufactured in the inset 7 line on 24-jul-2023 with a total of (B)(4) units. The sub-assembly: assembly. Lot: 3g01504 was manufactured according to the wi version 55 and assembled in the machine sc01, on 21-jul-2023, with a total of (B)(4) units. Lot: 3g01505 was manufactured according to the wi version 55 and assembled in the machines sc02, on 23-jul-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient has reported tubing detached from the connector within two-three minutes of use on (B)(6) 2024. No further information available.